Event description:
It was reported that during normal followup, externalized conductors were seen via fluoroscopy. No electrical anomalies were detected. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 8.5cm to 15.6cm and 9.7cm to 11.9cm from the distal tip. Other internal insulation abrasions were found at 13.7cm to 14.9cm, between 32.3cm and 41.9cm, and at 41.7cm to 41.9cm from the distal tip. An external insulation abrasion was noted at 41.6cm to 42.1cm from the distal tip, consistent with friction against the ICD can. The etfe coating was intact at these locations.